Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. Further testing was performed through the device and acceptable sensing measurements were obtained. The lead was programmed to unipolar configuration and the patient will have a follow up in one month. The patient had a few other medical procedures scheduled so he elected to wait a bit longer for new lead. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting rising pacing impedance measurements on the right ventricular (rv) channel which have exceeded 2500 ohms. Threshold measurements are also elevated and sensing measurements could not be obtained. No adverse patient effects were reported.